Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. It was reported that the patient experienced a blood glucose greater than 250 mg/dl, but less than 500 mg/dl without symptoms. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4/12/2017 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events. A battery change did occur during the pump rebooting. During visual inspection of the pump, it was observed that the returned battery cap was undamaged. The returned battery cap¿s height and width were within specification. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump performed within specification therefore the investigation was unable to duplicate the initial ¿power¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the power circuit or to the cgm module. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).